Manufacturer narrative:
Internal report # (B)(4). Returned meter evaluated with no defect found. Returned test strips evaluated with defect found. Qc investigation on 6/15/2017 returned test strips produce high readings. Most likely underlying root cause of high readings is due to improper storage: strip left outside of vial for an extended period of time. Test strip UDI# (B)(4).

Event description:
Consumer reported complaint for high blood glucose test results. The customer is concerned with the results obtained of 134, 154, 133 and 166mg/dl. The expected fasting blood glucose test result range is 80 to 101mg/dl. The customer feels well and did not report any symptoms. Medical attention is not reported as a result of the actual blood glucose results. The product is stored by customer according to specification. The test strip lot manufacturer's expiration date is 04/30/2018 and open vial date is approximately one month ago. The meter memory was reviewed for previous test result history (date / time not set): the 74mg/dl (B)(6) 2017 02:34 am fasting: yes, the 134mg/dl (B)(6) 2017 10:40 am fasting: yes, the 166mg/dl (B)(6) 2017 10:55 am fasting: yes, the 154mg/dl (B)(6) 2017 08:39 am fasting: yes, the 133mg/dl (B)(6) 2017 10:06 am fasting: yes. Customer called because he feels this meter has been reading much higher than his blood sugar really is. He ran a blood early this morning and felt like his blood maybe low but again the meter read 74mg/dl and he never has symptoms when his blood reads in the 70's . He is feeling fine now and decided to call us about this meter. He felt his blood all along was reading higher than he normally runs and he just got around to calling us today. I reviewed the way the customer is preparing his fingers and is using alcohol prior to sticking his finger. Advised to only wash hands each and every time. He only runs his blood as a fasting blood once a day. His a1 was 5.9 and he is aware of that blood results is an average over the 3 months but he said this is the best he has been having on his blood and he has not changed any medication ot diet.